Manufacturer narrative:
Internal report reference number: (B)(4) additional report reference numbers: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: (B)(6): there was not enough information to determine the (B)(6). Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that the pen needles were dull. Customer was unable to provide lot information. Customer had purchased (B)(4) pen needles and put all into one box; additional report reference numbers (B)(4). At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.